Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus calculation was inaccurate. Blood glucose was 324 mg/dl. During troubleshooting with tandem technical support, customer stated that there were 5.11 units of insulin on board (iob). Customer was informed that pump subtracts any iob from the calculated bolus. However, customer did not acknowledge and declined further troubleshooting.